Manufacturer narrative:
G4: 31may2020. B4: 02jun2020. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The printed circuit board assembly (pcba) central processing unit (cpu) was returned for analysis. It was determined speakers that were built without a date code could be subject to cold solder joints within the cpu speaker that resulted in the speaker failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 08nov2019. Date of report: 11nov2019. The reported issue was not duplicated through run testing. The error code occurrence on the log is consistent with backup alarm failed was found out of diagnostic report (drpt). Therefore, the central processing unit (cpu) board has been replaced. Overall checks, cleaning, run testing, and a function test were performed. The software was checked as version 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported backup alarm failed error code occurred. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.